Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jul2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a microclave that experienced disconnection during use. The reporter stated that "connects the microclave to several different lines and stopcocks. During the period that the system with the lines and the microclave is connected to the patient, the connector sometimes spontaneously comes loose from the line at the side of the flexible connection (blue side)." There was patient involvement and there no was adverse event.